Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer troubleshot the unit and within the event logs, found "transducer fault" "low pip", "low ve" and "motor fault" alarm messages. The customer calibrated all transducers and they passed. The customer reported that main board seems faulty and ordered new main board. The ventilator will be fixed once the part is received. The customer reported that there was no patient involvement associated with the event.